Manufacturer narrative:
Ocd performed retained testing and a batch record review. All results were satisfactory. Customer stated qc was satisfactory. No erroneous results were reported. (B)(4).

Event description:
Customer reported that a patient with a previous history of anti-lea had a positive antibody screen (1+). During the antibody identification with vra153, reactivity was observed with cells 4 and 9 (lea+), but no reactivity was observed with cells 5 and 6 (lea+).